Manufacturer narrative:
Event date is approximate. Other relevant device(s) are: product ID: 8709sc, serial# (B)(4), implanted:(B)(6) 2012, explanted: (B)(6) 2012, product type: catheter. (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown dose and concentration of sulfate free morphine via an implantable pump for non-malignant pain. The patient reported they contracted an infection after their catheter was replaced in september 2012 due to a catheter kink (please refer to MFR report number 3004209178-2012-09034 regarding the previously reported catheter kink and subsequent revision). The patient reported the system was removed (B)(6) 2012 due to the infection. The patient received a new implantable infusion system two year later. No further complications were reported or anticipated.